Event description:
It was reported that the asymptomatic patient presented in the clinic for normal follow up with multiple episodes of non-sustained lead noise. Evaluation of episodes revealed intermittent sensing of noise. The noise was not reproducible with isometrics or pocket manipulation. Programming changes were recommended.